Event description:
Same case as MFR #s 2134265-2012-00621 and 2134265-2012-00895. Same patient as MFR #2134265-2011-01703. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the proximal left circumflex with 90% stenosis and was 26 mm long with a reference vessel diameter of 2.8 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 mm x 32 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. Staged procedures to rca and lad were planned in one month. In (B)(6) 2010, the staged procedure was performed. Target lesion 2 was located in the proximal right coronary artery with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 12 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. Target lesion 3 was a long lesion located in the proximal left anterior descending (lad) artery and extending to the mid lad with 70% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement of a 2.75 x 24 mm taxus liberte stent. A distal edge dissection occurred post-stent placement which was treated with an overlapping 2.5 mm x 8 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2010, post staged procedure, cardiac enzyme elevation was consistent with myocardial infarction (mi); (peak troponin= 11.75 ng/ml, uln=0.03 ng/ml). The ECG suggested a non-q-wave mi. There were no ischemic symptoms. The patient was monitored for an additional day and discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).